Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 2nd december 2015, 04.027.052s, lot. 9742438, expiry date: 1st november 2025. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the blade was not getting locked. Action taken: the surgeon removed the blade and inserted a different blade of 80 mm 04.027.051s lot no 8952434 and completed the surgery. Patient discharged without any complication. The patient is a (B)(6) female, nonsmoker and normal weight. The surgery prolonged for another 10 minutes. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). A product investigation was completed: the blade was received in unlocked condition, showing signs of usage, but otherwise in good condition. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. No non-conformance reports were marked in the DHR during production. A functional test has shown, that the implant is working as intended (lock/unlock). Based on this the complaint is rated as unconfirmed, and not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. There is no specific information about what happened to this article when used by the customer, based on this we are not able to determine the exact reason for this reported problem, but it is likely that during the operation an application error may have taken place. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.